Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing was defective and detached from the connection to the drip chamber once the bag was spiked. This occurred with 2 catheters during use. The following information was provided by the initial reporter: "the issue was faulty tubing - . Once the IV bag is spiked and the drip chamber is filled, the tubing slid out of the connection" there had been several (3-4) reports of the tubing connector on the end of the drip chamber breaking off in the last couple of weeks."

Manufacturer narrative:
H6: investigation summary the customer reported the set slid out, and returned two photos of failures. The photos verify the complaint of separation at drip chamber on two separate sets. One set looks to have separated on its own, and the other looks to have been torn out, with a jagged edge on the tubing. The root cause of the separations cannot be verified without the physical sample for investigation. Device history record review for model 47177e lot number 22079142 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing was defective and detached from the connection to the drip chamber once the bag was spiked. This occurred with 2 catheters during use. The following information was provided by the initial reporter: "the issue was faulty tubing - . Once the IV bag is spiked and the drip chamber is filled, the tubing slid out of the connection". There had been several (3-4) reports of the tubing connector on the end of the drip chamber breaking off in the last couple of weeks."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.